Manufacturer narrative:
Insulin pump received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage and was no longer working. The customer's blood glucose level was 320 mg/dl at the time of the incident. It was reported that there were scratches on the display, the insulin pump beeped red and then stopped. The customer stated that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.